Event description:
Complainant stated they purchased product in 5/01. They used the product according to MFR directions, and sometimes less amount of time than recommended, for approx 2 mos, at which time they noted "spider-like veins" in eyelid area and under eyes. Complainant discontinued use of the product approximately 1 month ago. The "spider veins" are still evident, according to complainant. Rep at MFR stated on very rare occasions had complaints of the eye twitching but never anything like spider veins. She stated the intensity could have been set too high while in use.